Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump woke her up ringing. The time was not advancing and the screen was frozen. The buttons on the insulin pump did not resolve the issue because they were unresponsive. The insulin pump was unresponsive. Customer's blood glucose level was 225 mg/dl. The constant tone did not disappear. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. No unlock connector noted. No audio anomaly and no frozen display during test noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.